Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment the programmer stylus was unable to move the cursor on screen and it was noted that the stylus was out of calibration. Analysis was unable to confirm the customer comment that the programmer froze. It was noted that the tabs on power cord bay door and the upper case were broken and that there was a crack on the keyboard hinges. It was also noted that there was a missing lower display bullet and that the system fan was noisy. It was further noted that the programmer failed the audio loopback test at final testing. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to move the cursor on screen and that the programmer froze. There was no patient involvement.